Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device had logged an event code and that the device would show a dashed line on the screen when paddles lead was selected. The device would not have been able to analyze a patient's rhythm. Physio-control then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to an electrically leaky capacitor, designator c160 on the therapy pcb assembly. This capacitor, designator c160 being electrically leaky caused an event code to be logged into the device's memory and the device's pacer and AED functions not to be available. Manual defibrillation could still be performed.

Event description:
The customer reported to physio-control that their device had a service indicator present and had logged an event code into its memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy in AED mode, if necessary. There was no report of patient use being associated with the reported event.